Event description:
It was reported that on (B)(6) 2012, study site suspected band malfunction that prompted radiologic evaluation using dye. Band system leak at the balloon. Removal and replacement. Site also reported that the subject had "adjustment pain at the time of band adjustment, inability to withdraw fluid." Event presented almost (B)(6) months after primary procedure.

Manufacturer narrative:
(B)(4). Tear on fold lines and catheter punctured and kinked the straight band/ balloon with 35.5 cm of catheter and the velocity port with the locking connector and 13 cm of catheter were returned for evaluation. The tubing strain relief was not returned for evaluation. Upon visual inspection of the band/balloon, it was observed that three (3) fold line were present on the balloon. A balloon wear out was localized on one side on the fold line (3.2 cm). Upon microscopic evaluation it was noted that a small hole was observed one of the fold lines. The actuator ring from the velocity port was returned in locked position, hooks were deployed. The locking connector was in locked position. It was observed also that the catheter was kinked, this kink was found at 1.3 cm from the end of locking connector, between this kink and the end of locking connector a cut was also observed. Upon microscopic evaluation, it was observed that the septum was punctured 17 times, and that the cut observed on the catheter was probably performed by a sharp instrument. A leak test was performed on the balloon with a unsuccessful result; a leak was found where the wear was localized. A blockage test was performed on the injection port with a successful result, no blockage was found. A leak test was performed on the injection port without the original catheter with a successful result, no leak was found on the injection port. Complaint was confirmed, upon visual inspection, it was observed that one small hole was present on the balloon; this hole was discovered on one fold line. Secondly one cut was observed on the catheter, this cut was performed by a sharp instrument, and it was also noted that the catheter was kinked. All these findings are potential root cause of the inability to inflate the balloon and balloon leakage. A review of the instruction for use (IFU) was performed and it was noted that balloon leakage is a recognized event associated with gastric banding and the realize band. Review of the products instructions for use (IFU) indicates that he manufacturer cannot assume any liability or responsibility for loss of the filling fluid resulting from improper handling and use, physiological reaction to the material, general deterioration of the balloon over time, or similar reasons. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. It is also noted that all devices are 100% leaked tested prior to distribution; therefore it is unlikely that a manufacturing issue contributed to the reported event.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.